Event description:
It was reported that the user experienced hypoglycemia while changing ilet supplies, with a sensor glucose of 55 mg/dl after observing drops during a rewind and before inserting a new infusion set; she treated with oral carbohydrates and verified a fingerstick of 77 mg/dl, later rising to 91 mg/dl after guidance on manual entry and a site change. Symptoms included low blood glucose. Outcomes included the need for urgent carbohydrate administration and device use coaching. Investigation included troubleshooting and education regarding infusion set change, manual glucose entry, and potential target adjustment, with planned escalation to the clinical team. Investigation of this case revealed an unclear cause of hypoglycemia, with potential contribution from infusion set handling during rewind and the user being new to the ilet, but no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.